Manufacturer narrative:
Date of event - unknown. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis.

Event description:
(B) (6) peripheral cutting balloon registry. It was reported that in (B) (6) of 2004 the patient underwent treatment with the peripheral cutting balloon device for one lesion. The de novo lesion was at the femoral artery with no vessel tortuosity and mild calcification at the target lesion. The angiographic data for the target lesion showed the reference vessel diameter 5mm, lesion length 30.00 mm, pre-procedure 80% stenosis, and post-procedure 20% stenosis. The lesion morphology showed concentric stenosis and tight stenosis lesion. There was no data for one-month and three-month patient follow up. The patient had a six-month follow up in (B) (6) of 2005. The target lesion has not remained patent since the procedure. The patient did not experience an adverse event since the procedure. The patient did not have an intervention since the procedure on any vessel. No additional data was provided. There was no data provided for a twelve-month follow up visit.